Event description:
It was reported in an article reviewed by MFR that the vns pt experienced an asystole event intra-operatively upon initial implantation of the vns device, during lead test. The following is the summary of this pt's event according to the info in the referenced article. A female with intractable seizures, depression, diabetes and hypertension experienced asystole in the operating room with subsequent stimulation initiated 2 weeks later. Attempts to obtain additional info are underway.

Manufacturer narrative:
Andriola mr, rosenweig t, vlay s. "Vagus nerve stimulation (vns): induction of asystole during implantations with subsequent successful stimulation." Epilepsia 2000; 41(suppl. 7):223.